Event description:
It was reported to boston scientific corporation that during pelvic floor repair procedure using an uphold vaginal support system, when the first mesh leg was fired through the sacrospinous ligament, the dilator bunched up against the ligament. When the physician then tried to pull the dilator through the ligament, the suture broke. The detached suture piece with the needle at the end were captured inside the capio suturing device. The physician completed the procedure with another uphold device, with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation; however, it has not yet been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).